Manufacturer narrative:
Initial.

Event description:
It was reported that the user awoke to a ¿dosing stopped¿ alert on the ilet while using a dexcom g7 continuous glucose monitor (cgm), with glucose readings visible in the dexcom app and pairing to the ilet initially failing but restored after the user performed a toggle and pairing confirmation, consistent with an intermittent communication failure involving the antenna/electrical communication pathway. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability-related communication issue between the ilet and dexcom g7 consistent with intermittent communication failure associated with the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.